Event description:
It was reported that the patient underwent posterior fixation with instrumentation. Eight months later, the patient underwent revision surgery to replace a broken screw (refer to manufacturer report # 1030489-2009-01249). During revision surgery, the surgeon discovered a broken rod and what appeared to be corrosion bilaterally near the broken rod and screw. Reportedly, fusion had not occurred on the lower portion of the construct; it is unknown if fusion occurred at higher portion of construct. The entire construct was removed for suspected corrosion. The construct was not replaced at this time. The patient underwent replacement surgery four days later. The surgeon implanted titanium products. No patient complications were reported during replacement surgery.

Manufacturer narrative:
The rod was returned for evaluation. Analysis results were not available at the time of this report will be sent when analysis is completed.